Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device : a getinge authorized representative evaluated the iabp unit. The fse discovered a helium leak on regulator at the transducer fitting and high pressure fitting. The fse removed the transducer, applied a small amount of vacuum grease to o-ring, and reinstalled transducer; then removed the high pressure fitting, applied a small amount of vacuum grease to o-ring, and reinstalled fitting. Unit's cart now holds helium and leak is no longer detected. The fse replaced the broken helium tank valve knob. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.